Manufacturer narrative:
Manufacturer's investigation conclusion. The report of debris was confirmed through the analysis of centrimag blood pump lot number l06979-la1 and the circuit tubing returned by the account; however, the origin of this debris could not be determined through this evaluation. Centrimag blood pump l06979-la1 was returned with circuit tubing connected to the inlet and outlet ports. The circuit appeared to be filled with saline. Visual examination of the pump body and the rotor revealed no evidence of damage or wear. Further inspection revealed small, white flakes freely floating within the pump body and the circuit tubing. Examination of the rotor blades revealed a small white bump similar to the loose flakes in the fluid. These flakes were sent to an outside facility for further analysis. Micro-fourier transform infrared spectroscopy (ftir) was performed, and this testing identified the flakes as a polycarbonate equivalent to makrolon. Microscopic inspection of the blood pump revealed no anomalies. The blood pump was not connected to a mock circulatory loop as the pump was preserved as returned in order to perform the manufacturing analysis task. A manufacturing analysis task was initiated to investigate the centrimag contamination issue. After performing the root cause investigation by applying the 6m method, it could be concluded that the potential identified root cause is not manufacturing or design related. This issue could occur due to improper customer handling, most probably by attaching the pump to the motor under an angle, or not screwing it in tightly enough (improper locking of the pump). After performing a DHR, pfmea, dfmea, manufacturing instruction and IFU review, it could be concluded that enough controls and instructions are in place to prevent manufacturing issues related to particle formation inside the pump. The historical data review of the last five years revealed that a total of three pumps presented similar cases. Complaint data is reviewed periodically per the quality data review. Quality data reviews are conducted on production and post-production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into site management review and/or CAPA requests. As of this date, no action will be taken. The centrimag blood pump instructions for use (IFU), rev. 09, provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The device history record for centrimag blood pump lot # l06979-la1 was reviewed and showed no deviations from manufacturing or quality assurance specifications. Manufacturing analysis task was initiated to investigate the centrimag contamination issue. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while planning to support the patient on centrimag, the surgical team began using a another manufacturer's tubing pack. After connecting the centrimag to the other manufacturer's circuitry and priming the circuit, the team noticed small white pieces of materials floating in the circulating fluid. They assumed that the white particles were plastic but didn't specifically say that they came from centrimag. The team opted to discard the circuit in favor of setting up a new one. The customer said that these particles could have come from the other manufacturer's circuit. The circuit was not used on a patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.